Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system date and time was off by 3 days. A technical support specialist verified that the medstation was obtaining date and time from the network time protocol (ntp) server, then manually adjusted the date and time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station date and time were incorrect and appear to be set a few days behind. Due to this issue, nursing staff were unable to locate patients in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.